Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer was given food to treat. The customer experienced symptoms such as shaking. The customer was wearing the insulin pump during the incident. The customer stated the pump was not rewinding and the customer was unable to insert a reservoir into the pump. Troubleshooting was not completed as this was a past event. The customer started to run high as they were on manual injections while hospitalized. The insulin pump will not be returned for analysis.